Event description:
In 2005, the account generated a negative axsym cmv result on a kidney donor. Upon further testing, the donor serum tested cmv positive. The laboratory ruled out a handling or transcription error. Two kidneys from the donor were transplanted in two different recipients. Recipients 2 received a donor kidney in 2005, recipient 2 tested cmv negative prior to the transplant. Recipient 2 again tested cmv negative in 2006. No info is available regarding additional testing for the donor or recipient.